Event description:
It was reported that the patient was unable to turn off stimulation therapy and had therefore not been using or charging the spinal cord stimulator (scs) system. It was further reported that the patient was awakened from sleep by strong stimulation throughout the body. The patient received a communication failed message on the remote control (rc), which was reported to be related to hibernation mode. The patient attempted to deactivate stimulation using a magnet; however, stimulation was reportedly still perceived. Additionally, the patient reported increased pain and discomfort at the implant pocket site and stated that adequate pain relief had never been achieved despite program optimization attempts. The patient is scheduled to undergo an implantable pulse generator (ipg) explant procedure.